Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Functionally, each instrument was loaded with an articulating vascular /medium reload. During the firing cycle, a skip was audible in each firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the first firing for rectal ampulla resection, after firing about 2cm the surgeon felt strong resistance and heard a cracking sound, the device could not be fired any further. The device was replaced by a new handle and reload but they could not be fired. They tried to fire with two more reloads but those were not able to clamp or fire on the tissue. The surgeon finally changed the staple line to the anal side and resected the tissue using a competitors device. The device malfunction extended the or time by more than 30 minutes. Additional tissue resection was needed. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.